Manufacturer narrative:
06-feb-2023 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Brush heads...falls off - oral-b toothbrush [device breakage] brush head remains loose...space between the brush head and the toothbrush - oral-b [device connection issue] . Case narrative: male consumer via phone stated that the oral-b toothbrush head fell off during brushing with his oral-b smart 4 type 3776 toothbrush (suspect product lot: 3ab00141050). The oral-b toothbrush head remained loose, even after cleaning, and there was a space between the brush head and the toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads...falls off - oral-b toothbrush [device breakage]. Brush head remains loose...space between the brush head and the toothbrush - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush head fell off during brushing with his oral-b smart 4 type 3776 toothbrush (suspect product lot: 3ab00141050). The oral-b toothbrush head remained loose, even after cleaning, and there was a space between the brush head and the toothbrush. No injury was reported.